Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery longevity decreased from 11 and a half years remaining to nine and a half years remaining in 11 days since the last clinic visit. Engineering analysis determined that the decrease was normal as the power consumption increased due to a signal artifact monitoring feature patch that was installed and coincided with the patient's persistent atrial fibrillation (af). It was noted that the power consumption was higher than just with the af alone. It was suggested to have the pacemaker programmed to a non atrial sensing mode. The field representative would make the suggestion to the physician to program to ventricular sensing and pacing only. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery longevity decreased from 11 and a half years remaining to nine and a half years remaining in 11 days since the last clinic visit. Engineering analysis determined that the decrease was normal as the power consumption increased due to a signal artifact monitoring feature patch that was installed and coincided with the patient's persistent atrial fibrillation (af). It was noted that the power consumption was higher than just with the af alone. It was suggested to have the pacemaker programmed to a non atrial sensing mode. The field representative would make the suggestion to the physician to program to ventricular sensing and pacing only. The pacemaker remains in service and no adverse patient effects were reported.